Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range shock impedance measurements. Additionally, an increase in pacing threshold measurements and low amplitude measurements were noted. The patient underwent a device upgrade procedure from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d). During the procedure, this lead was extracted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal segment of the lead was returned, severed 111 millimeters (mm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any characteristics on the returned portion of the lead that would have caused or contributed to the reported clinical observations.